Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a disconnection between the supply line of the homechoice cassette and supply bag that led to this alarm. The hp had cycled power off and on to clear the alarm. The patient would start over with new supplies. Renal therapy services (rts) reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.